Manufacturer narrative:
Date of event: event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-15620. It was reported that one of the patient's leads migrated resulting in ineffective stimulation. Surgical intervention took place on (B)(6) 2021 where one of the implanted leads was explanted and replaced. It is unknown which lead is related to the issue. Therefore, both leads are being reported. Effective therapy was established post-operative.